Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Section g3: correction. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for a major infection on (B)(6) 2019. The patient called the clinic to report drainage to the driveline after mechanical trauma. The patient was instructed to take doxycycline and ciprofloxacin for one week. The patient was seen in the clinic on (B)(6) 2020, and continued to have driveline drainage. The patient was restarted on doxycycline and ciprofloxacin. Cultures from the driveline were obtained and came back negative. The patient was seen on (B)(6) 2020, and the cultures were collected again. The cultures were negative. The patient was switched to cefadroxil. The patient was seen again on (B)(6) 2020, and reported that a secondary nodule in the epigastric area opened. A computer tomography (CT) scan was done, and showed a possible communication between the lesion and the lvad. Cultures were obtained that were positive for mycobacterium abscessus. Antibiotics were switched to IV tigecycline and IV amikacin. The patient was seen on (B)(6) 2020, and the tigecycline was switched to IV eravacycline due to gi side effects. Amikacin dosage was increased and then stopped on (B)(6) 2020, the patient was seen by wound care on (B)(6) 2020, and had chemical cautery to the epigastric wound. All antibiotics were stopped. The patient was seen again on (B)(6) 2020, and had cultures obtained, there were no organisms identified. The patient continued to have drainage. The patient had a PICC line placed on (B)(6) 2020, in preparation for pending antibiotics. This event is ongoing.